Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported receiving readings of 142 mg/dl and 117 mg/dl on their freestyle flash meter. All reading were taken within ten minutes and from a finger sample site. The customer reports taking insulin based on the readings and then feeling weak, dizzy, and almost losing consciousness. The customer does not report seeking third party medical attention, but the customer does report administering 1mg of glucagon.